Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwrfu. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it passed. The receiver failed to charge and reboot. Receiver log download and functional testing could not be performed due to the receiver not being able to boot up or communicate. The receiver case was opened and there was moisture damage on the main board. The reported event of an error icon display was undetermined. A root cause could not be determined.